Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in fair condition. The pump had a cracked left plunger case and cracked battery door. An occlusion test was performed duplicating the customer's complaint of motor rate error. The reported problem was found to be normal wear of main pc board. The failure mode was found to be normal wear/life of the main board. The root cause was listed as no fault found.

Event description:
The reported product fault did not occur while in use with a patient. The issues was discovered during pm testing.

Event description:
Information was received indicating that the motor to a smiths medical medfusion® 3500 syringe pump was not running and the motor rate error occurred. There were no reported adverse effects.